Event description:
It was reported that the hcu30 device was arcing and smoking at the rear panel near the line cord. No pt involvement. Reference: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A maquet field service technician investigated the device and found a defective 20 amp circuit breaker. The 20 amp breaker, burnt wires and terminal connectors in the lower power supply were replaced. Functional testing and the safety check were successful. The device was returned to service. A supplemental medwatch will be submitted if additional info becomes available.